Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis results: visual analysis of the returned device identified deformation and voids. The device was found to be cloudy after autoclave disinfection process. A weight test of the device was verified and the device was found to be within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing. The reason for reoperation was capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture event, baker grade IV, ¿generalized edema on the skin¿, ¿displacement of the prosthesis¿, and irritation/inflammation. The device has been explanted.